Event description:
Hamilton medical ag received the following event description: hamilton t1 ventilator gave a te 285003, while transporting a patient. They were having trouble using the touchscreen and ended up bagging the patient for the duration of the transport. When the biomed was checking the logfiles the vent was turning on, afterwards however the screen when dim then black. The vent now does not turn on/ the screen stays black log files can not be obtained. - no health consequences or impact - bagged the patient.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).